Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. The physician called technical services (ts) to review the presenting electrogram (egm). The presenting egm was normal with no episodes of noise were recorded. Ts recommended to the physician to schedule an in clinic visit with the patient to further evaluate the lead. The lead remains in service. No adverse patient effects were reported.